Manufacturer narrative:
(B)(6). The lot was manufactured may 15, 2017 ¿ may 16, 2017. The device was received for evaluation containing approximately 46 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underperfusion of medication occurred while using a small volume folfusor. The customer performed a test by filling the device with 85ml of water and allowed a seven day infusion time with no patient involvement. After the infusion time was complete, approximately 30% of the initial volume was remained. No additional information is available.